Manufacturer narrative:
On 04 july 2016 it was prepared a final report with the information already submitted in the initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received from the initial reporter on 13apr2016 and includes: revision surgery completed successfully on 11 april 2016. Inlay and femur explanted. No pieces available. On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the reason for this total knee revision after three months from primary was rupture of the collateral ligament, which will probably demand a hinge or constrained device. Alignment of the components looked suboptimal but it may also be related to a rather peculiar anatomy of this patient. According to report, rupture of the ligament occurred during rehabilitation session. This should be identified as the root cause for reoperation. Batch review performed on 02 may 2016. Lot 152908: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk sphere tibial insert fixed flex size 3/12 mm right, code 02.12.0312fr, lot. 147674 (k121416). (B)(4) items manufactured and released on 10 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 may 2016 the patient match department reviewed the case and commented as follows: the analysis of the process of this case found no deviations from the standard procedures.

Event description:
Revision planned due to medial collateral ligament rupture during rehab session shortly after the operation and a medial instability of the knee.